Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an arch aortic saccular aneurysm using gore® tag® conformable thoracic stent graft with active control system and a 22fr gore® dryseal flex introducer sheath with 1 debranch bypass. The 22fr gore® dryseal flex introducer sheath was inserted from the right side. After all devices were implanted, upon closure of the access site, it was observed that blood flow of the right distal artery was poor. Angiography revealed a right iliac artery dissection. Two stents (smart) were implanted to treat the dissection. The dissection was resolved, and the blood flow improved. The physician stated that an angiography for the access site before closure was not clear and the evaluation of the access site might have not been sufficient. The physician suggested that the dissection might have occurred when the sheath was advanced.

Manufacturer narrative:
(B)(4) according to the 22fr gore® dryseal flex introducer sheath sizing guide, the nominal outer diameter of the 22fr sheath is 8.2 mm. Reportedly, the right iliac artery at the site of the dissection was 7.0-8.1 mm in diameter.